Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, there was late thrombosis. A taxus express2 drug eluting stent of an unk size was implanted in an unspecified vessel. The physician reported that a pt experienced late thrombosis. No other info was given. Add'l info has been requested with no response as of this date.